Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained lower scanned values while wearing the adc freestyle libre 2 sensor compared to an adc meter. On (B)(6) 2021, a sensor scan of "around 7" compared to an adc meter test of "very high (around 30,") when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. The customer experienced dizziness and throwing up and had a loss of consciousness. Hcp contact was made, and a blood glucose test was obtained on the hcp meter and provided the customer insulin through the pump for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.